Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their orthodontist who provided a letter of recommendation. The doctor stated the orthodontic treatment led to the damage of the gums. The patient may no longer use/wear the aligners. Patient is recommended to have surgery on the gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.